Event description:
Device 3 of 4. Reference MFR report #: 1627487-2013-11112. Reference MFR report #: 1627487-2013-11113. Reference MFR report #: 1627487-2013-11115. It was reported the pt experienced tenderness and soreness at the lead and ipg site. The pt was given oral antibiotics as a precaution for a possible infection. It was also reported serous fluid was drained from the pt's ipg site. Blood work and a CT scan revealed no anomalies. Cultures were taken and came back negative. The pt's doctor determined an infection was never present. The pt will follow-up with his doctor on a later date.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.